Event description:
It was reported that during a generator replacement procedure, high impedance was observed on three system diagnostic tests. Pin re-insertion was attempted and still the high impedance was observed. The patient's lead was then replaced. Diagnostics were not performed pre-operatively and generator diagnostics were not performed. During a review of the programming history available in house, high impedance was observed on normal and system mode diagnostics performed on (B)(6) 2010. Attempts for additional information and product return are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Pa on the explanted generator was completed on (B)(6) 2012. During pa, the generator was found to be depleted. This was determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient's explanted generator was returned to the manufacturer on (B)(6) 2011. The lead was not returned at that time. Product analysis on the generator is not yet complete.

Event description:
The implant card was received which provides the lead impedance values from the replacement surgery.